Event description:
Customer reported a loud pop and displays went black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the high voltage connectors. System operates as intended. (B) (4).